Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. A screw, insert, femoral head, and restoration modular proximal body were implanted. Reason for revision: hip dislocation due to patient falling. Right hip. 36 0 liner and 36x -5 cobalt chrome metal head were revised. Date of primary surgery: (B)(6) 21.